Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she was still in a lot of pain. After the implant the pain that went from the hip down the leg was gone, but most of the pain was in her back across the lower back. The patient stated she met with a manufacturer representative for reprogramming and when she turns stimulation up to try and get her back it goes into her stomach. As soon as she eats she has to turn it off or she wants to throw up, it tightens up. When the patient met with a representative again the implant was set to a different frequency that drained the battery in 12 hours. The patient stated that it takes three hours to change which means she would have to recharge six hours a day and it was hurting worse. The patient reported that she was taking more pain pills than before the surgery. The programming was changed back. The therapy was not working as expected.

Event description:
Additional information from the consumer reported that she had been trying to get the relief for her back pain since implant. The patient said, if she cannot get it resolved, then she wants to get it out. It's not worth the leg pain relief; the patient's needs back pain relief.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was stimulation in the wrong location since implant. The patient needed stimulation in their lower back and it was going down their knees. If they turned stimulation up, they could feel it in their stomach and it made them feel like they were going to throw up. The patient was taking the same oral pain medication that they were taking prior to implant. Therapy device was doing no good for them since implant. The patient woke up at 3:30 in the morning monday, may 8 in horrible pain. That pain, stimulation was not causing the pain, but the pain was from the therapy not working for the patient. Stimulation was not going to the right area. It had been programmed multiple times. The patient saw the manufacturer representative (rep) the day of the report and the rep was not able to get stimulation to go ¿up¿ into their lower back. The patient told the rep at that appointment that their stimulation was not going to their lower back where they needed it. The rep told the patient that it could take 6 months but stimulation could reach their lower back on its own. The rep noted it would eventually go there on its own and could take up to 6 months for stimulation to go to the correct area. The patent could not wait 6 months in that kind of pain. The patient asked for a rep to speak with them. The patient was in ¿horrible pain¿ and stimulation was not the source of their pain but they were in pain because the stimulation was not going to the correct location of their lower back. The healthcare provider (hcp) had trouble implanting the lead wires and had to ¿improvise¿ for their lead location. Stimulation was going down their legs, not where they needed it in the lower back. The hcp told the patient that they needed to contact a rep for programming. The hcp office noted that ¿they don¿t know what to do¿. The patient was in a lot of pain. The rep tried calling the patient and they left a message to call the rep so they could reschedule a reprogramming. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had their device ¿programmed two weeks after surgery, I went in on (B)(6) and they reprogrammed it for different body positions.¿ since then the adaptivestim was ¿staying on upright, and it dropped so low I thought it was off, and then when I¿m in bed it is really high but it only said upright, and it¿s supposed to be low when I am laying down.¿ when the patient was asked if this had been happening since (B)(6) the patient stated ¿it had never really worked since implant and its¿ gotten worse lately.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).